Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, this patient had right knee replacement on (B)(6) 2010. They later had right knee revision surgery on (B)(6) 2023, approximately 12 years 9 months after their primary replacement. (B)(6) 2023 op report indicates that the surgeon encountered yellow synovial fluid and identified dark gray and black -tinged synovium with areas of reddish synovitis. Upon its removal, there was noted to be wear and fretting on the medial and lateral aspects of the polyethylene insert. There was noted to be black metallic debris on the undersurface of the liner. Further examination of the tibial baseplate showed that the metallic cover holes on the tibial baseplate had come loose and was apparently rubbing against the baseplate. There was gross loosening of the femoral component. The patella showed no evidence of loosening upon examination. There was visualized black metallic tinged synovium in the back of the posterior capsule. Patient was taken to recovery room in satisfactory condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b1, b2, h6: additional health impact-clinical code, h6 investigation codes-all. H10: multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-0160, 1038671-2025-01604. The reason for the revision reported in this case cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.